Manufacturer narrative:
A ge service rep performed an on site investigation. The 5volt power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not display the image during a case. No pt injury was reported.